Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: (catalog number etlw1628c93ej,serial number (B)(4), use by date 2018-04-29 and upn# (B)(4)).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm of unknown size. It was reported that a CT exam on an unknown date revealed an endoleak. Angiogram confirmed the endoleak to be a type iii separation endoleak at the junction of the two limbs where the overlap was decreased and the devices were almost disengaged from each other. Intervention was performed with the implantation of an endurant limb at the junction of the two separated limbs. On final angiography, the endoleak was confirmed to be resolved and the procedure was completed. As per the physician, the cause of the event was anatomy related due to the large aneurysmal space. It is noted that blood flow would have caused pushing of the endurant devices and gradual dis-alignment and kinking. No additional clinical sequelae were reported, and the patient is fine.